Event description:
It was reported that bd alaris pump module smartsite infusion set had malfunction the following information was received by the initial reporter with the following verbatim: I have a tubing set for an 8100 lvp with a suspected check valve issue. What is the process to send the tubing set and IV bags in for evaluation?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was a back check valve failure. One sample model 2420-0007, lot 23125218 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a secondary set was primed with blue dye water. The sets were allowed to free flow and back flow was observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier investigation, the check valve was inspected on the machine it was originally assembled on and backflow failure was not observed. The check valve was also inspected on offline testers and backflow failure was not observed. The root cause could not be determined because the issue could not be replicated at the supplier. A device history record review for model 2420-0007 lot number 23125218 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.